Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the customer comments. Analysis did find that the upper and lower cases were broken, the battery release, heart wire contacts, battery drawer and heart lead flex were contaminated, the side bail covers were broken, the lead flex cover and output connectors were corroded, the battery contacts were compressed and contaminated, and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the epg (external pulse generator) paced "r" on "t," with the lowest sensitivity setting, while the device was connected to a patient. There were multiple pacing spikes on the t-wave. The device was replaced, and the problem was reportedly solved. No patient complications were reported as a result of this event.